Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lot history record was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that in the doctor's opinion, the event was not caused by the mynx event/mynx procedure. UDI number: production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that after the mynxgrip device was used with a 6f procedural sheath for arterial closure following a percutaneous coronary intervention (pci), the patient developed a retroperitoneal (rp) bleed. Manual compression was applied for greater than 30 minutes after the mynx device deployment. It was unknown if there were multiple stick punctures. The rp bleed was treated with surgery. The patient's hospitalization was prolonged as a result of the mynx event. Additional information was requested but was not provided.